Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c plate would not advance into the patient's sclerotic bone, then caused the cage to crack when the plate was being removed. Both a new cage and plate were installed using the awl to complete the surgery without patient impacts. There was a five minute to delay to the procedure.

Manufacturer narrative:
Inspection: the device was not returned for evaluation and images were not provided. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an roi-c plate would not advance into the patient's sclerotic bone, then caused the cage to crack when the plate was being removed. Both a new cage and plate were installed using the awl to complete the surgery without patient impacts. There was a five minute to delay to the procedure.